Event description:
It was reported by service report that the cot has a missing buckle on the o2 bottle holder. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - o2 bottle holder buckle.